Manufacturer narrative:
The investigation determined that lower than expected vitros potassium (k+) results were obtained from a single level of non-vitros biorad lyphochek assayed chemistry controls, lot 89730, using vitros k+ slide lot 4102-1007-5442 on a vitros 4600 chemistry system. The assignable cause of the event was an instrument performance issue. An ortho laboratory specialist (ls) went on site and found the pm incubator and the pm incubator evaporation caps, versa tip supply and tip locator were very dirty. In addition, the erf metering tubing was obstructed. The ortho ls performed the as needed maintenance procedures of cleaning the pm incubator, pm evaporation caps, the electrometer voltage terminal, tip locator, primary metering proboscis/piston assembly and purging the erf metering tubing. The ortho ls then calibrated vitros k+ slide lot 4102-1007-5442. Acceptable vitros k+ slide lot 4102-1007-5442 results were obtained after performing the as-needed maintenance and calibration.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros potassium (k+) results were obtained from a single level of non-vitros biorad lyphochek assayed chemistry controls, lot 89730, using vitros k+ slide lot 4102-1007-5442 on a vitros 4600 chemistry system. Biorad level 3 k+ results of 4.99, 4.94, 4.74, 4.77, 476 and 4.69 mmol/l vs. The expected result of 5.83 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The affected quality control samples were non-patient samples. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 604391.